Manufacturer narrative:
(B)(4). Records indicate this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant this implantable defibrillation lead exhibited loss of capture at maximum outputs. Pacing impedance measurements and sensing measurements had also decreased. There was a concern the lead had perforated. An invasive procedure was performed and this lead was successfully repositioned. No additional adverse patient effects were reported.